Manufacturer narrative:
Based on the received x-rays, we were not able to confirm the reported event (misalignment). Corrected data: date of event is unknown. It was reported as (B)(6) 2017 in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is unknown. This report is for three (3) unknown locking screws. Device is not expected to be returned for manufacturer review/investigation. (B)(6). This report is for three (3) unknown locking screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent initial implant procedure on (B)(6) 2017. Postoperatively, on an unknown date, the initial nail failed and broke out of the anterior cortex of the proximal femur anteriorly. On (B)(6) 2017, patient underwent revision surgery of expert femoral nail. It was noted that the proximal screw that was placed in the dynamic hole may have missed the nail, leading to the failure. The revision surgery was completed successfully, the implants were removed and discarded and a pfna was implanted. Patient outcome post revision surgery was not reported. Additionally, it was reported that a thorough check was done on the insertion instruments before the nail was inserted during the implant procedure and everything lined up exactly. Possible reason was reported as the connection screw may have worked loose during insertion and not checked before proximal locking was performed and this may have led to the error. Concomitant parts: proximal femoral nail antirotation pfna (part# unknown, lot# unknown, quantity 1). Connecting screw (part# unknown, lot# unknown, quantity 1). This report is for three (3) unknown locking screws. This is report 1 of 2 for (B)(6).